Event description:
It was reported that once the package was opened, the tip of the introducer sheath was found split. No other information was provided. It was reported this occurred with 5 devices. This report addresses the fifth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4607 showed eight other similar product complaint(s) from this lot number.